Manufacturer narrative:
Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The customer samples along with 100 retention samples from bd inventory, were visually inspected with no issues observed. Additionally the 10 customer samples and 10 retention samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes fifteen (15) tubes underfilled. No health impact or consequence reported.